Event description:
The manufacturer received information a trilogy 200 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. The ventilator was evaluated at the manufacturer's service center where foam particles were confirmed inside the device assembly. The issue was corrected with replacement of the trilogy inlet air path removable foam. The device passed final testing after remediation. The device will be included in fsca 2021-05-a.